Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the left anterior descending artery. As the patient presented with angina, a 3.0 x 23 mm xience alpine stent was implanted. However, there was no re-flow; therefore, an aspiration catheter was used and timi 3 flow was achieved. The patient was then transferred to the intensive care unit (ICU) and cardiopulmonary resuscitation (CPR) was performed approximately 6 hours after the procedure. The patient expired that same day; the physician reported that cardiac tamponade was the cause of death and not the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and occlusion are listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.